Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the home choice device during the last fill cycle of peritoneal dialysis therapy. The patient was connected. The technical service representative assisted the patient in clearing the alarms and advised the patient to complete therapy manually or using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.